Manufacturer narrative:
As of this filing, the aes-90sc arthroscopic energy 90 degree probe has not yet been received by conmed corporation for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the arthroscopic energy 90 degree probe in a hip arthroscopy procedure, the "ceramic end cap on the probe came off" inside the surgical site. As reported, the breakage occurred during bone preparation prior to implant replacement and after the probe had been in use for an extended period of time. The broken piece of ceramic was removed without issue. Using an another like-probe, the procedure was completed with no patient injury and only 5-minutes delay reported. Despite the good faith effort, no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.

Manufacturer narrative:
One used/damaged arthroscopic energy 90 degree probe was returned to conmed for evaluation. Visual inspection by the r&d engineer team found the unit was received with a bent shaft and the broken piece of ceramic tip in a sample bottle. Closer examination revealed scratching and discoloration on the return electrode accompanied with some receding of the shrink tubing from the distal end. Evaluation analysis concluded that the probe was used aggressively, as evidence by the bent shaft and fractured ceramic tip. The melting was likely due to contact with a scope and the charring noted on the probe was typical of a probe that has been buried in tissue. Based on the evaluation findings, it is believed that the damage observed on the probe was use related. This lot #201701031 was manufactured on 03-jan-2017. Of the lot containing (B)(4) units there were no other similar complaints received. A 2-year review of complaint history shows there have been a total of 12 reports of tip breakage with a quantity of (B)(4) units, including this one. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.